Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was a mildly calcified, restenosed mid superficial femoral artery. Pre-dilatation was performed with a 5.5 x 100 mm armada balloon catheter for 2 inflations for 2 minutes to pre-dilated 150 mm of the lesion. A 5.5 x 150 mm supera stent was successfully deployed. It was confirmed that the stent was completely deployed and away from the sheath. The thumbslide was locked and the device was removed without resistance. Angiography confirmed the stent was fully apposed to the vessel wall. When attempting to post-dilate, it was noted that the stent had elongated from 150 to 250 mm. Post-dilatation was performed with the same 5.5 x 100 mm armada that was used for pre-dilatation to complete the procedure. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.